Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient suffered an ischemic stroke on (B)(6) 2017 confirmed through a CT scan and expired. The cause of death was ischemic stroke secondary to being off anticoagulation. Prior to expiration the patient was in hospice and provided palliative care. Prior to expiration, the patient was stupor and not following any commands or responding to external stimuli and has been. The device will not be returned. No additional information provided.